Event description:
Reported by the complainant as follows: daughter admitted hospital for abdominal hernia repair -abdomen wall just above the umbilicus. The consultant surgeon was in charge of her care. In the next day - hernia repair performed and on recovery discharged home. At about 6 days later - wound dehisced - wet and infected. Admitted to hospital. Wound opened and dressed with aquacel sheets daily. Treated for infection. At about 3 days later - discharged to community care - nurses advised to dress the wound daily with aquacel sheets. At 2 days later - large bleed occurred at dressing change at home so the dns called ambulance and they went to a&e dept at the hospital. Wound was opened and cleaned with saline and a&e doctor packed the cavity with 6 sheets of aquacel 15x15 - four sheets packed deep into the wound. Anthea says that the doctor injected the sides of the wound with pain killer to allow him to pack the side of the wound and finally two sheets were cut into "zig zag shapes" with the ends out for easy removal.

Manufacturer narrative:
Reported to the FDA on july 23, 2009. At the next dressing change back in community care the local dns could not retrieve the deeper dressings. Anthea said this nurse called the senior nurse for advice and to explain that she had removed all the dressing that could be seen which was only a little product, but there apparently had been 6 dressings originally used. She was advised to repack the wound if she was sure she had removed all that was there. The wound gradually closed up over the next 10 weeks and patient was discharged from the dns case load by approximately 6 weeks later. At about one month later, pt returned to work and had been back to work for 4 days when she was in great pain at work so was readmitted to the hospital for investigation. Ultrasound showed "a foreign object highly suggestive of surgical swabs". The subsequent cat scan showed up what looked like fluid, but this could not be aspirated on an attempt to do so and the area had a jelly like movement. At about 2 days later, the pt was told by a female doctor that she could be discharged home as there was "no operation was required just now". At about two weeks later, she was operated on and aquacel dressings were indeed removed from her abdomen.